Manufacturer narrative:
The adverse events in the package insert state this type of event can occur. The product remains implanted and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 2 of 2 for the same event. Report 1 is reported on MFR #0001032347-2016-00290.

Event description:
The patient reported experiencing an infection in (B)(6) 2015 repeatedly and the patient became septic. The patient reported through a course of antibiotics the patient was clear of infection for one year. The patient advised that again in (B)(6) 2016, another infection occurred where a long term pic line of antibiotics was administered. The patient advised that on (B)(6) 2016, her doctor will biopsy and culture the left implant where the infections continue to occur.

Manufacturer narrative:
The complaint is that the customer has reported multiple infections and might be allergic to the implant. Notification was given to complaints of a patient requesting a sensitivity disc to help determine if the patient was having an allergic reaction to the implant. The patient reported that she had experienced multiple infections starting in (B)(6) 2015 which had been treated with antibiotics and that the infection had reoccurred in (B)(6) 2016. She consulted a physician for a biopsy and culture to determine if there was an infection and if it was caused by an allergic reaction. The physician reported the biopsy, culture, and allergy were negative. He stated the patient was "fine clinically" and there is no revision planned. The part remains implanted and will not be returned. There was no allegation of malfunction of the implant reported. Therefore the complaint is unsubstantiated. The most likely underlying cause of the complaint could not be determined as the complaint was unconfirmed. There are no indications of manufacturing defects. Supplemental report two of two for the same event, reference 0001032347-2016-00290-1.